Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that when the device was opened on sterile field, there was an oily film on base of tibia.